Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported on an unknown date the patient presented for follow-up where a ia and ib (both limbs) endoleaks were identified on CT imaging. It was confirmed there is an obvious ib endoleak at the distal end of (B)(4) and the distal end of the contralateral limb (B)(4) is also suspected of having a 1b leak. Due to the age of the patient, additional treatment is said to be under consideration. As per the physician the cause of the event is unknown. No additional clinical sequalae were provided and the patient will be monitored.